Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon interrogation, noise was observed on the ventricular channel. The physician elected to explant and replace the pulse generator and cap and replace the ventricular lead. The patient was stable and discharged from the hospital.